Event description:
Reporting status: death. Reporting rationale: death. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, the 3.0 x 18 mm promus stent was implanted in the proximal left anterior descending (lad), which had severe calcification and was moderately tortuous. The patient was discharged three days later; however, died before their six month follow up in 2009. No additional event or patient information is available. You are receiving this MDR report from abbott vascular as bsc distributes promus in the us as its brand label of abbott vascular's drug eluting stent.